Manufacturer narrative:
Clinical study: (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a tria ureteral stent was implanted in the left distal ureter of a patient during a stent placement procedure performed on (B)(6) 2020 as part of the (B)(6) clinical study. Reportedly, the patient was undergoing stent placement for stone management on left distal ureter. According to the complainant, on (B)(6) 2020, post procedure, the patient noticed that the implanted tria ureteral stent 'fell out' while moving around in the bed in the post anesthesia care unit. The patient could feel the stent was out. The nurse successfully pulled and removed the stent while patient was recovering post operation. No new stent has been replaced. There were no patient complications or adverse events reported as a result of this event.

Manufacturer narrative:
Block g3: clinical study: double-j registry block h6: device code 4003 captures the reportable event of stent migration. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a tria ureteral stent was implanted in the left distal ureter of a patient during a stent placement procedure performed on (B)(6) 2020 as part of the u0652 double-j registry clinical study. Reportedly, the patient was undergoing stent placement for stone management on left distal ureter. According to the complainant, on (B)(6), 2020, post procedure, the patient noticed that the implanted tria ureteral stent 'fell out' while moving around in the bed in the post anesthesia care unit. The patient could feel the stent was out. The nurse successfully pulled and removed the stent while patient was recovering post operation. No new stent has been replaced. There were no patient complications or adverse events reported as a result of this event.